Event description:
It was reported by a customer that on (B)(6) 2011, the aiming beam fired straight out of the fiber at 36,683 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. The forward firing condition was noticed during the procedure. The event occurred while inside of the patient but did not cause any issues. There were no observations leading up to the incident. There were no error codes displayed on the console when the event occurred. The user did not experience any injury from use of the system.